Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot #: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 20-sep-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor [omitted information from (B)(4): current ins, lack of effect]. The patient said the first implant did help very well, and the manufacturer representative that had been at the first implant surgery told them that they could only get one of four lines in their body. Patient services asked patient for clarification, reviewing that the device had one lead and 4 electrodes. The patient then said that must have been what the rep meant, that they couldn't get the fourth electrode all the way in and the 4th electrode wouldn't work. The patient said that their toes and foot go into a cramp and their foot arched. Patient reported this had been the case since they got the therapy. Additional information was received from the healthcare provider. They reported with the first device the patient had bad leads on 0,1, 0,2 and 0,3 and they were stimulating s2. They reported the patient had caused the lead to migrate because they went back to work within one week of being implanted where they were hauling wheelchairs and lifting heavy objects. The nurse further stated this had all been brought on by the patient, the patient did not give themselves time to heal event though they had been given precautions to prevent this from happening. The lead was revised. No further complications were reported or anticipated.